Manufacturer narrative:
(B)(4). This pacemaker is expected to be explanted within the next three months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the pacemaker be returned from the field for product analysis.

Event description:
Additional information made available from the field indicated that the pacemaker was successfully explanted from the patient and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. A hole was noted in the atrial ring seal plug which could be a potential source of the observed oversensing. Analysis was able to confirm the allegations made against this device in the field.

Event description:
Boston scientific received information that approximately a month and a half ago, this patient¿s pacemaker was exhibiting atrial oversensing. The atrial sensitivity was adjusted to 1.0 millivolts and the battery status displayed two years of longevity remaining. The patient was just recently seen and the pacemaker was found to be at elective replacement time with over half a year of longevity remaining. It was suspected that the battery depleted faster than suspected. Ventricular autocapture was turned off and the patient will be scheduled for a general replacement procedure within the next three months. For now, the pacemaker remains implanted and in service. No inhibition of pacing was noted and there were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
This device was eventually returned to our post market quality assurance laboratory.

Manufacturer narrative:
(B)(4). This product was never returned by the hospital for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.